Event description:
It was later reported that the a thrombolytic medication was administered to eliminate the patient's thrombus in the left ventricle. The patient remained hospitalized for one week due to heath issues other than the thrombus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a ventricular tachycardia ablation procedure using the sphere-9 catheter, the patient entered ventricular tachycardia during the procedure, prompting the team to perform a new activation map, with only part of the critical isthmus mapped. The initial map was created during right ventricular lead pacing. When mid-diastolic potentials were recorded, one radiofrequency (rf) application lasting 30 seconds was delivered, followed by three pulsed field (pf) applications of 5.5 seconds each. Ventricular tachycardia terminated during the first radiofrequency application, and no further lesions were delivered. It was noted that in the region where lesions were applied, an absence of electrograms was observed. The ablation was completed successfully, and the activated clotting time was maintained above 350 seconds throughout the procedure. Several hours after the procedure, an echocardiogram r evealed thrombus formation in the left ventricle. Char formation was also reported. The patient had a coronary artery occlusion and had not yet undergone angioplasty at the time of the procedure. It was further noted that the patient had a medical history of coronary artery disease and had been hospitalized for several weeks with arrhythmic storm. The procedure was completed. No further patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.